Event description:
It was reported that, patient had pico 7 place on (B)(6) 2021. Patient stated that she showered and now all lights are illuminated. Informed patients that all lights illuminated means device malfuncioned, likely due to getting wet in shower. It is unknown how was the treatment finished and if there was a delay. No other complications where reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment and was not returned for evaluation. It was reported that all indicator lights were solidly illuminated after the patient took a shower. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the instructions for use for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.